Manufacturer narrative:
Concomitant medical products: product ID: addrl1, product type: ipg, implant date: (B)(6)2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent under-sensing on stored electrograms (egms), with possible false device classified termination of ongoing arrhythmia. The ra lead remains in use. No patient complications have been reported as a result of this event.